Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The f9 fuse was evaluated and reseated. The voltage ffb power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.